Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "fogging " was confirmed. According to henke: unfortunately, it has already been repaired, so we are unable to examine it. The following faults were noted in the repair report: distal end damaged, broken lenses within the optical system. The reported failure mode will be monitored for future reoccurrence. D4 serial number was updated.

Event description:
It was reported that the optics came fresh from the sterilizer, and during use, the image was blurry and slightly fogged up. When the optics were examined more closely, the speedlock could be easily unscrewed. The procedure was completed with the same device the moisture from the fog could not be wiped away as we highly suspect that humidity entered the optic and caused it to fog up from within. Therefore, there was foggy image.

Event description:
It was reported that the optics came fresh from the sterilizer, and during use, the image was blurry and slightly fogged up. When the optics were examined more closely, the speedlock could be easily unscrewed. The procedure was completed with the same device the moisture from the fog could not be wiped away as we highly suspect that humidity entered the optic and caused it to fog up from within. Therefore, there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.